Event description:
Lumbar block catheter placed. Early in the next day, rn found that a portion of the catheter had come out. Pain management pump was turned off. Dr found that the catheter had broken 13 cm from distal end. That portion remains in the pt.